Event description:
It was reported that the ventricular lead had intermittent high impedance along with oversensing noise. Further testing could not be reproduced the high impedance and oversensing. The physician decided to replace the lead and cap the existing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.